Event description:
The customer reported to olympus, a b30 (scope communication error) was reported on the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined, as the device was not returned to olympus for evaluation. The investigation determined that the light source socket was cleaned but it is unknown if the phenomenon was resolved by cleaning it. The error b30 likely occurred due to a temporary communication failure. Olympus will continue to monitor the field performance of this device.